Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 16 months after the dental implant and abutment were placed in (B)(6) site 13 in the mouth, the implant lost integration in type iii bone. Clinician reports pain, a biomechanical overload and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 16 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration in type iii bone. Clinician reports pain, a biomechanical overload and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).